Event description:
It was reported that customer was hospitalized for high glucose levels and diabetic ketoacidosis (dka). It was also reported that the insulin pump alarmed no delivery. Blood glucose value at the time of hospitalization was over 600 mg/dl. Customer reported having a mild heart attack. Customer was wearing the pump at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.